Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material was identified as dried blood and attributed to a leak caused by perforation on the distal end. The perforation was due to stress related issues. However, a definitive root cause could not be established. The event can be detected/prevented by following the applicable chapters in the instructions for use: chapter 3 preparation and inspection 3.2 inspection of the equipment 2. Wear rubber gloves and gently pinch the insertion section of the probe with your fingers. Check the entire length for significant breakages, scratched surfaces, wrinkled surfaces, or sagging, and ensure there are no leaks of the medium. If there is a leak of the medium, the gloves will become extremely slippery. Pay close attention to how slippery the gloves feel. Chapter 4 operation 4.2 observation of the ultrasound image [caution] when operating the ultrasound probe, retract the endoscope's bending and the forceps elevator as much as possible. Operating with the severe probe shape may cause image distortion or result in the ultrasound probe being damaged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the ultrasonic probe had a red liquid-like mark was observed on the tip inside the probe. The issue was found during reprocessing. There was no patient involvement.